Event description:
It was reported that when the device was used during a tah procedure, the staples didn't release from the device. Another device was used to complete the case. There was no consequence to the patient.